Manufacturer narrative:
Additional information: imdrf annex a,b,c,d and g codes.

Event description:
It was reported that the 8120 had alaris pc and pca that was found to be dispensing morphine with the pca pendant every 4 minutes when it was programmed to lock out for 6 minutes. There was patient involvement but no harm. A copy of medwatch form was received, which states "pts spouse reports patient was able to press pca prior to 6 minute lockout and medication delivered as early as 4 minutes settings on pump reverified and were correct to the order of a 6 minute lockout pump was taken out of service and switched to a new pca pump pump logs were verified by clinical engineering that corroborated bedside observations this is an extremely dangerous device error with high potential for serious harm or death FDA safety report ID# (B)(4)."

Manufacturer narrative:
Omit: a26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable, b17 - device not returned, c20 - no findings available, d15 - cause not established.

Event description:
It was reported that the 8120 had alaris pc and pca that was found to be dispensing morphine with the pca pendant every 4 minutes when it was programmed to lock out for 6 minutes. There was patient involvement but no harm.

Manufacturer narrative:
Correction: report source, report source other. Additional information: describe event or problem, FDA notified?.

Event description:
It was reported that the 8120 had alaris pc and pca that was found to be dispensing morphine with the pca pendant every 4 minutes when it was programmed to lock out for 6 minutes. There was patient involvement but no harm. A copy of medwatch form was received, which states "pts spouse reports patient was able to press pca prior to 6 minute lockout and medication delivered as early as 4 minutes settings on pump reverified and were correct to the order of a 6 minute lockout pump was taken out of service and switched to a new pca pump pump logs were verified by clinical engineering that corroborated bedside observations this is an extremely dangerous device error with high potential for serious harm or death FDA safety report ID# (B)(4)."

Event description:
It was reported that the 8120 had alaris pc and pca that was found to be dispensing morphine with the pca pendant every 4 minutes when it was programmed to lock out for 6 minutes. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.